Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump also had a scratched display window, cracked display window corner, cracked battery tube threads, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 120 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.